Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image fail was due to a component failure of the electronical component, and light source function fail was due to a component failure of the light guide (lg) bundle and most likely cause is some is a random failure and kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image and light source function fail. There was no patient involvement.